Event description:
Tip broke off in pt and had to be retrieved.

Manufacturer narrative:
The clamp was received for investigation in poor condition, with the jaw lip of the female boxlock fractured off approximately 3/16" from the tip, oxidetion was not present all the fracture location, indicating a crack was not present prior to failure. No absolute cause of failure can be determined but it is possible force of unknown origin may have been placed at the forceps tip. A review of the DHR was done and no issues were noted. No trend has been detected for this lot number.